Event description:
It was reported to the MFR that during end of service generator replacement, the old lead body was attached to the new generator and diagnostic testing was performed. Testing revealed high lead impedance. The lead was not replaced at surgery. It is unk if lead impedance was high prior to surgery. It is unk if there was any manipulation or trauma occurred that could have contributed to the reported event. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.